Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogating the implantable cardioverter defibrillator, it was discovered that the device exhibited an alert from (B)(6) for episodes of t wave oversensing that occurred on (B)(6) 2019. The device was reprogrammed. The patient did not report any symptoms and was in stable condition.